Event description:
Foreign matter found in package or on the device. It was reported: "as the doctor was about to implant the acetabular liner, he discovered a hair on the liner. The doctor removed the implant from the field and had another one opened and implanted."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (foreign matter found in the package or on the device) and product code meh.